Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre. The customer received a high sensor scan reading of 462 mg/dl, so the customer took "too much insulin" (amount unknown). The customer was hospitalized from (B)(6) 2018 with a diagnosis of hypoglycemia. No further information could be provided by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) and ( device mfg date) have been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been and no issues were observed. . Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported a high readings issue with the freestyle libre. The customer received a high sensor scan reading of 462 mg/dl, so the customer took "too much insulin" (amount unknown). The customer was hospitalized from (B)(6) 2018 with a diagnosis of hypoglycemia. No further information could be provided by the customer. There was no report of death or permanent impairment associated with this event.